Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the attempted implant of a cardiac resynchronization therapy defibrillator (crt-d), the device was having telemetry issues with this programmer. Wanded interrogation was attempted, then the device exhibited error codes and was found to be operating in safety mode. It was suspected that the programmer could have caused the device to go into safety mode. A new device was implanted. No adverse patient effects were reported.